Event description:
The reporter stated that the surgeon was inserting a 21.0 se/2.0 diopter silicone three piece toric lens and the lens tore. The surgeon cut up the lens to remove it and put in another model lens. The surgeon makes his initial incision a 3.0mm and uses a suture as standard practice. The reporter stated that it was due to the injector which was old, and was discarded.

Manufacturer narrative:
The product pertaining to this claim was not returned; however, the lens was received and visual inspection shows half of the lens and a haptic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the cartridge was not received. Eval: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.